Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot while plugged into charge. Subsequently, the usb charging port and cable appeared to be melted. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.